Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver was returned for evaluation. A visual exterior inspection was performed and it passed. A receiver functional test was performed and passed. The receiver log was downloaded and reviewed, and numerous receiver shutdowns above 90% battery level with the reason of a low battery were observed. An interior visual inspection was performed and passed. Trouble-shooting for receiver and battery was performed and no issue with the receiver was found, but a defective battery was observed. The reported event of initializing screen without manual restart was confirmed. The root cause was determined to be a defective battery.